Event description:
It was reported that the ventilator went blank, alarmed and then started functioning again while connected to a pt. This reported problem occurred several times with the ventilator lights flashed continuously. No pt harm reported.